Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. Fluoroscopy was completed with no results provided, but fracture was suspected by the physician. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.